Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check has been confirmed during evaluation of the provided problem description and service report. Furthermore, the received logs confirm that the ventilator failed pre-use check on the given event date. Our fse (field service engineer) was on site to investigate the issue further and found that pressure transducer printed circuit board was defective and required replacement. After replacing the pcb, the ventilator passed all functional and safety test and was returned for clinical use. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).